Manufacturer narrative:
D4 - UDI no. - not yet required. The actual sample was not returned to the manufacturing facility for evaluation. With no product code or lot # information the investigation was limited to user facility information and prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Based on the available information a cause and effect relation between this product and the reported issue was unable to be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported that during removal of the radial sheath it may have caused an issue with the patient's radial artery. Follow up communication with the user facility confirmed the following information: the patient experienced a radial artery issue; the tr band had to be repositioned and air added; pressure was applied and held for 5 minutes; a dressing was applied; the bleeding was successfully controlled; blood loss was less than 250ml; the procedure was successfully completed; and the patient was reported as doing fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional patient information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
It was confirmed that a hematoma developed in the patient's arm.